Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed. The condition of the IV set, IV bag, and set up are unknown. No conclusions could be drawn from the ehl review. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed volume test with values of 21.124 and 21.217 during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed volume test with values of 21.124 and 21.217" was not reproduced. Evaluation sent the device for flow rate testing, with passing results. The device was tested at a rate of 40ml/hr with a volume to be infused of 20ml, and the total infused was 20.468ml, for an error percentage of (B)(4) which is a passing result. The device was also tested at a rate of 40ml/hr with a volume to be infused of 40ml, and the total infused was 41.617ml, for an error percentage of (B)(4), which is a passing result. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.